Event description:
It was reported that an inserter for a titanium elastic nail set was found to not be working properly. No procedure or patient involvement; the inserter was found between cases. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: information was initially submitted under MFR number 3009450884-2014-10025 as an initial medwatch (submitted (B)(4) 2015) and three follow up medwatches (submitted (B)(4) 2015); however, it was noted on (B)(6) 2015 that the initial medwatch had failed the submission process. Information is being resubmitted under this new MFR number to ensure delivery to the FDA. Event date: unknown. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition for the 359.219 lot number 8214803 inserter for titanium elastic nails was likely caused by disassembling the part for sterile processing; however, this complaint is not a result of any design related deficiency. The device was returned and reported to no longer be working properly. This condition is confirmed; the device was received in several pieces and was unable to be put back together. The device is not meant to be disassembled for sterilization as adhesive is used to hold the subcomponents together. It is likely that disassembly has led to this complaint condition. The device was manufactured in 12/2013 and is over a year old. A was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.